Manufacturer narrative:
Device passed displacement test and self-test. Pump error 63 (variable 3) was present in the device trace download due to broken trace at pin 1 on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails. The device p-cap / test reservoir locks in place properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 49 mg/dl at the time of event. Customer stated that they were treated with food. Customer's blood glucose level at the time of call was 142 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that insulin pump had hardware low level failures alarm. Customer stated that they were able to clear the alarm and rewind the insulin pump. Customer stated that insulin pump received sensor updating alert. The device will be returned for analysis.